Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, there were no realtime markers shown on the acquired ECG displayed on the programmer. There were markers shown on the final print-out. Also, during automatic set-up the device did not select a vector and they had to manually program one. The patient was in bigeminy during the auto set-up process. Technical services discussed the observations were likely due to telemetry noise or interference. Device data was requested, but was not provided. One month later the patient had an arrhythmic storm for which the device charged the capacitors 100 times and subsequently declared end of life (eol) battery status. The device was explanted and replaced with another s-ICD with no further observations. The explanted device was not returned. No adverse patient effects were reported.